Event description:
It was reported that the cartridge tip of the preloaded intraocular lens (iol) device broke at the tip during insertion. The doctor was able to reject the cartridge. There were no consequences to the patient. Through follow-up, we learned that the cartridge was in contact with the patient's eye. No further detail was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 -(B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information : section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jul 31, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed the smartload was received with viscoelastic residue distributed throughout the cartridge. A tear was observed on the cartridge tip and extended to the cartridge tube. The cartridge was also damaged. The lens module was inspected revealing no issues; viscoelastic residue was observed inside the lens module and on the lid. Device assembly revealed no issues. The lens was received coated in viscoelastic residue and stuck to the smartload tray/holder. The lens was cleaned revealing no issues. In addition, the photographs provided by the customer were evaluated. The photographs showed the complaint product and the cartridge tip was observed to be damaged with a crack like mark extending to the cartridge. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product and photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.